Event description:
A peritoneal dialysis (pd) patient reported that he had peritonitis. During follow up the patient's pd nurse reported the patient was diagnosed with peritonitis due to touch contamination on (B)(6) 2015. His pd effluent was cloudy and grew coagulase negative staphylococcus. This was attributed to a breach in his sterile field with touch contamination, poor technique, and pets in the room when doing pd. He was prescribed antibiotics vancomycin and cefepime. He was not hospitalized at any time for the event. Due to the patient's inability to clean up his technique or use environment the patient was switched to in center hemodialysis (B)(6) 2015. Medical records have been received.

Manufacturer narrative:
A follow-up MDR will be submitted following review by the post market clinical department and manufacturing plant.